Manufacturer narrative:
The pod was received with evidence of blood. Inspection of the pod found the formed needle tip to be dull. The dull needle tip resulted in the blood observed on the device. The soft cannula was found to be damaged. An external tear was found. It could not be determined when the soft cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 350 mg/dl. The patient reported bleeding at the infusion site (abdomen) once the pod was removed after between 24 and 36 hours of wear.